Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was pt states on and off, for like a year now, they have been experiencing aching in their pelvis area and feeling an electric shock. Pt states it started off very mild but has progressively gotten worse. Pt states the pain is becoming more sharp and the aching is becoming more noticeable. Pt states since yesterday they have been experiencing a heat sensation on their right outer thigh, almost like a heat pack is on their thigh and in their pelvis. Pt stated whenever they walk they get a shooting pain in their pelvis area on the right side. Pt states they've tried switching from program 1 to 2 and then the doctor advised them to go back to 1 to see if that makes a difference. Pt also tried turning stim off for a 1/2 day, the day before yesterday, and they could feel the shocking a few times but not like they do now. Pt states they haven't had any falls or trauma and the ins therapy has been really helping them. Pt states the doctor recommended that if this continues they may need to do an x ray. Pt also went to the obgyn and everything appears to be ok on that side of things. Reviewed options to try turning stim off and keeping it off to assess symptoms or trying a different program if the doctor is ok with this. Also reviewed possible situations that could be contributing to this, but recommended following up with doctor again. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.